Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, a moderate paravalvular leak (pvl) was observed. A balloon aortic valvuloplasty was performed, but did not improve the pvl. Subsequently, a second valve was implanted valve-in-valve in a slightly lower position, resulting in a trace amount of pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the paravalvular leak most likely was due to sub optimal position. The issue was resolved through the implant of a second valve, which was implanted valve in valve, 3 mm lower than the first, and improved the paravalvular leak to trace. A trace/mild paravalvular leak has minimal impact on the patient and is generally deemed an acceptable residual condition. Without return of the product no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.